Manufacturer narrative:
The device associated with this report was not returned. A complaint database search on the provided product code 950502055 identified similar reports. A previous investigation by depuy metallurgy for similar events determined the failure was due to low cycle fatigue. It is unknown if attempts were made to disassemble the bolt for instrument cleaning. The instrument design does not allow the bolt component to be disassembled. The investigation could not verify or draw any conclusions about the current reported event without the device to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The button fell out prior to surgery during case set up.